Manufacturer narrative:
(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device staple? If yes, was the staple line complete (full length)? The suture only made the first advance but did not go back. So the surgeon had to perform the electric reverse, change the charging and carry out the shooting, which in this second case was successful.

Event description:
It was reported that during a right colon surgery, at the time of resection of the 2nd stump the blade advanced but did not move back. The surgeon pressed the reverse button. The blade came back with replacement of the refill for further resection. No patient consequences were reported.